Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 3-0, 3-6 weeks po suturing spitting out incision and dehiscence and infection of incision. Current patient status: healing. Re-op: no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case as not extended by more than 30 minutes. No device fragment or component fell into the patients cavity. No device fragment or component was left in the patient. Surgically excised sutures and i.d of simis trade and resutured in incision and antibiotic therapy remove sutures and reclosures post op. Infection achillo tendon.